Manufacturer narrative:
Ultimately, the root cause of the patient's infection was unable to be determined. Based upon the device history records, sterilization records, and interview with the sales representative the investigation concluded that the root causes of the alleged infection is not likely due to the design, manufacture, and/or sterilization of the components. The following mdrs were submitted for the first revision case: pcr 09272023-1 3013450937-2023-00229. 3013450937-2023-00243. 3013450937-2023-00246. 3013450937-2023-00248. 3013450937-2023-00247 3013450937-2023-00244. 3013450937-2023-00245. 3013450937-2023-00249. 3013450937-2023-00251. Other mdrs submitted for the 2nd revision case: 3013450937-2023-00250 3013450937-2023-00239 other mdrs submitted for the 3rd revision case: 3013450937-2023-00252. 3013450937-2023-00253. Other mdrs submitted for the 4th revision (current report) case: 3013450937-2023-00259. 3013450937-2023-00260. 3013450937-2023-00261. 3013450937-2023-00262. 3013450937-2023-00263. 3013450937-2023-00264.

Manufacturer narrative:
The investigation is in progress, additional information for this event is not known at this time, if additional information is received, a supplemental report will be submitted accordingly. The following mdrs were submitted for the first revision case: pcr 09272023-1 3013450937-2023-00229, 3013450937-2023-00243, 3013450937-2023-00246, 3013450937-2023-00248, 3013450937-2023-00247, 3013450937-2023-00244, 3013450937-2023-00245, 3013450937-2023-00249, 3013450937-2023-00251. Other mdrs submitted for the 2nd revision case: 3013450937-2023-00250, 3013450937-2023-00239. Other mdrs submitted for the 3rd revision case: 3013450937-2023-00253, 3013450937-2023-00252. Other mdrs submitted for the 4th revision case: 3013450937-2023-00259, 3013450937-2023-00260, 3013450937-2023-00262, 3013450937-2023-00263, 3013450937-2023-00264.

Event description:
This patient originally received a dfr on (B)(6) 2023 and he presented with symptoms of possible infection. The doctor decided to bring the patient back for a full washout and poly exchange. The first revision was on (B)(6) 2023 pcr (B)(4). The second revision was on (B)(6) 2023 pcr (B)(4). The third revision was on (B)(6) 2023. This was the fourth washout/exchange.